Event description:
It was reported that the device had a significant crack. There was no reported impact on the customer's blood glucose level. The customer did not call back for follow-up, so cts sent a follow-up email and closed the case.